Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The patient presented due to unstable angina. The target lesion was located in the ostial to proximal left anterior descending (lad) artery. After a wire crossed the lesion, the vessel closed off and the physician felt that there was presence of a clot. The lesion was then pre-dilated with a 2.0mm balloon catheter and a 2.25 x 28 synergy ii drug-eluting stent was deployed at 18 atmospheres. The patient was given 60mg of brilinta during the procedure. The procedure was completed successfully. However twenty minutes later, while the patient was in the holding area, the patient experienced pain. The patient was then brought back to the laboratory and the lad was noted to have closed off. The vessel was quickly reopened and a 2.5x12 emerge balloon catheter was used for post-dilatation. Intravenous ultrasound (ivus) was attempted but the non-bsc imaging catheter failed to cross the lesion. The patient was given reopro during re-intervention and the procedure was completed. Post-procedure, the patient vomited. No further patient complications were reported and the patient's status was totally fine. However, the patient was transferred to a different hospital for an overnight observation.